Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the op check could not be performed on the heartstart xl+. There was no patient involvement.